Event description:
It was reported that an 80-yr-old male was being transfused though the device and experienced hypotension. No further info at this time.

Manufacturer narrative:
The description of the hypotensive symptoms is consistent with the presence of an unidentified biological mediator present in the particular unit of platelet concentrate (pc) which was transfused through the device. Another brand of device used may have properties which effected removal of a postulated biological mediator. In one study of platelet transfusions, an incidence of 5% hypotensive reactions was observed with plasma depleted platelet concentrate (pc), and 2% in leukodepleted pc with a device model similar to the implicated device. 27% of these hypotensive reactions had coincident symptoms other than hypotension. Hypotension in this report was defined as drop of mt 30mmhg systolic and 10mmhg diastolic. Neither the final nor the initial blood pressure was reported. Heddle, et al have reported that up to 3.6% of recipients of pc have hypotensive episodes of 30mmhg systolic/10mmhg diastolic or more. A review of the lot mfg history or field history was not possible as the device was neither retained nor it's lot number recorded. It is concluded that the episode reported were most likely related to the nature of the blood product being transfused to this pt, or to unidentified predisposing factors in the pt in conjunction with any of the preceding.